Manufacturer narrative:
(B)(4). Pt-113950 pt hybrid glen post regenerex 849660, 113633 comp primary stem 13mm mini 304660, 118001 versa-dial/comp ti std taper 133090, 113055 versa-dial 50x24x52 hum head 981000. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04101, 0001825034-2018-04103, 0001825034-2018-04104, 0001825034-2018-04105.

Event description:
It was reported that the patient underwent a left total shoulder revision surgery due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
The following report is submitted to relay additional information received. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.